Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray. The event is currently under investigation.

Event description:
Per the mw14 02760000-2016-8031 , reported through the FDA voluntary event reporting process, the manufacturer was informed that: after the central line was placed, the white lumen was noted to be cracked where the hub meets the tubing resulting in the need for an additional procedure.

Manufacturer narrative:
A review of the complaint history, device history record, trends, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.